Event description:
It was reported that a patient experienced glare/halo on both eyes (ou). At the one week post op (B)(6) 2011, patient had moderate halo ou. At the one month post op (B)(6) 2011, patient had severe night glare and severe halo on ou. At three month post op (B)(6) 2012, patient had severe night glare and severe halo. A the six month post op (B)(6) 2012, patient had moderate night glare and moderate halo. There was no treatment given for the glare and halos.

Manufacturer narrative:
(B)(6). Evaluation codes: conclusion code, (B)(4) - no evaluation was performed on the equipment. Note: all pertinent information available to amo at the time of this report has been submitted.